Event description:
Dexcom 7 sensor failed to pair and then gave inaccurate readings. Meaning blood sugar readings were not accessible or accurate for closed loop system insulin pump system which relies on timely and accurate readings. G7 fails and tech issues is well known problem in t1d community, users/carriers can't understand how the FDA approved the g7 as so many issues compared to the g6.